Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was the reprocessing was not conducted properly due to leakage from the biopsy channel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing, this report will be supplemented when new and relevant information becomes available.

Event description:
It was observed that during the device evaluation, the duodenovideoscope air/water tube and cylinder had remains of white foreign material and the forceps elevator had a leakage. There were no reports of patient involvement.